Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer delivered too much insulin via a bolus. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. Customer consumed carbohydrates to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.